Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow-up. A stored episode indicated that the patient received an inappropriate atp therapy due to supraventricular tachycardia. Programming changes were made and the patient will continue to be monitored with routine follow-ups.